Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support for draining slowly messages. The patient stated the issue was occurring for one week. The patient had notified the peritoneal dialysis registered nurse (pdrn) but did not have the pd catheter assessed/examined. Technical support follow-up with the pdrn documented that the patient was being treated for an active infection which was recorded as peritonitis. As a result of the peritonitis the patient had increased fibrin production which led to the slow drains. Attempts to obtain additional information were unsuccessful. No further information was received.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support for draining slowly messages. The patient stated the issue was occurring for one week. The patient had notified the peritoneal dialysis registered nurse (pdrn) but did not have the pd catheter assessed/examined. Technical support follow-up with the pdrn documented that the patient was being treated for an active infection which was recorded as peritonitis. As a result of the peritonitis the patient had increased fibrin production which led to the slow drains. Attempts to obtain additional information were unsuccessful. No further information was received.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support for draining slowly messages. The patient stated the issue was occurring for one week. The patient had notified the peritoneal dialysis registered nurse (pdrn) but did not have the pd catheter assessed/examined. Technical support follow-up with the pdrn documented that the patient was being treated for an active infection which was recorded as peritonitis. As a result of the peritonitis the patient had increased fibrin production which led to the slow drains. Attempts to obtain additional information were unsuccessful. No further information was received.